Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when it was noted that there was a perforation and a pericardial effusion with cardiac tamponade. The device was then partial recaptured and redeployed before the physician ultimately fully recaptured the device. The physician performed a pericardiocentesis before it was decided the patient would need to be brought to surgery. During surgery a lateral thoracotomy was performed and the laa of the patient was clipped. The patient fully recovered from these events.